Event description:
A microknife was used for therapeutic purposes. During the procedue, the needle broke off inside of the pt's duodenum. The procedure was completed with another device. There were no complications or intervention reported with this event.